Event description:
It was reported "post iabac insertion there was no adequate inflation and deflation". Additional informaiton states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "post iabac insertion there was no adequate inflation and deflation". Additional informaiton states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.